Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. First/given name and last name unknown not provided.

Event description:
It was reported that the screw iuniht fractured in dental site 20.

Manufacturer narrative:
Supplemental medwatch zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report . B5: describe event or problem. G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer. H6: event problem and evaluation codes. H10: additional narrative. One certain® titanium hexed screw (iuniht) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified signs of wear at the drive feature, and fracture across the threads. The functional testing to recreate the reported event could not be performed due to the nature of the device and the event. No pre-existing conditions were noted on the per. The reported product was located on tooth # 35 (fdi) and used for an unknown period of time prior to fracture. Device history record (DHR) review was completed for the subject lot number 1225955. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A definitive root cause could not be identified.

Event description:
No further event information is available at the time of this report.